Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4).   One photo was provided for evaluation. The photo was visually evaluated and it was found that the backcheck valve was broken off in the y-site of the caresite. The photo provided confirmed the defect reported. Retained units were evaluated and passed the internal testing. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. In addition, the manufacturer evaluated their production processes and were unable to identify a process that would create this defect. Incidents of cracked/leaking valves can be caused by several factors, including but not limited to the product being subjected to excessive mechanical stresses or other various unforeseen circumstances during the clinical application.   We will maintain this report for further references and continue to monitor other reports for similar occurrences.   If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: "a nurse went to initiate the infusion of docetaxel. The device separated as the nurse began the infusion, resulting in a spill of approximately 50ml of the chemotherapeutic drug."